Event description:
Noise seen on v and a signals. Noise on v lead lead to inappropriate vf detection and shock. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on v and a signals. Noise on v lead lead to inappropriate vf detection and shock. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. On 04-mar-2025 additional information received stating there was oversensing and lead had retracted to the ra/svc likely due to very high rv pressures causing dislodgement. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual analysis revealed a cut into the insulation 37.5 cm distal to the is-1 connector pin and a deformed rv shock coil, these damages most likely resulted from the explantation procedure. However, a thorough analysis of the lead did not show any deviations which might have led to the reported clinical observations. The values of the parameters measured during the mechanical and electrical analysis were within the technical specifications. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.